Event description:
Patient tested blood glucose as 130 mg/dl on suspect device. Because he did not feel well, he called emergency medical technicians who tested his blood glucose as > 300 mg/dl. He was admitted to hospital and is doing fine.